Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Blood pressure dropped when filling the medullary cavity of cement (about 36) vitals are stable after cement hardening due to the treatment of anesthesiologist. The surgeon was the first to use a cement stem.